Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered some electric shocks. The local area representative could not be interrogated and troubleshooting efforts were performed and the s-ICD was able to interrogate. It tried to retrieve the episodes and got a red screen, which is indicative of exiting the application. It was identified that the programmer did not have the most recent software version and the software was up. The s-ICD was reset and still could not retrieve episodes. Currently, this s-ICD has an elective replacement indicator (eri) and the device was reprogrammed off. Upon review, it was noted that the report exhibited wrong information, and memory corruption was confirmed. This behavior affects device operation. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was subjected to detailed laboratory testing. A review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases, the s-ICD is able to detect and self-correct to maintain primary operation. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered some electric shocks. The local area representative could not be interrogated and troubleshooting efforts were performed and the s-ICD was able to interrogate. It tried to retrieve the episodes and got a red screen, which is indicative of exiting the application. It was identified that the programmer did not have the most recent software version and the software was up. The s-ICD was reset and still could not retrieve episodes. Currently, this s-ICD has an elective replacement indicator (eri) and the device was reprogrammed off. Upon review, it was noted that the report exhibited wrong information, and memory corruption was confirmed. This behavior affects device operation. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered some electric shocks. The local area representative could not be interrogated and troubleshooting efforts were performed and the s-ICD was able to interrogate. It tried to retrieve the episodes and got a red screen, which is indicative of exiting the application. It was identified that the programmer did not have the most recent software version and the software was up. The s-ICD was reset and still could not retrieve episodes. Currently, this s-ICD has an elective replacement indicator (eri) and the device was reprogrammed off. Upon review, it was noted that the report exhibited wrong information, and memory corruption was confirmed. This behavior affects device operation. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.